Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave a "no disposable, clamp tubing" alarm. The pump was silenced, the settings were reviewed, and the pump was powered off. The clamp was closed, the cassette was removed and gently tapped. The line was massaged to disperse the air bubbles. The cassette was replaced and the pump was powered back on, but the alarm persisted. Troubleshooting methods were repeated with no resolution. The reservoir volume was 8.7, rate was 2.5, and 106.35 was given. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.